Event description:
The facility reports three patients treated during a 3-day period in 2001 who experienced symptoms during or after treatment which included nausea, vomiting, stomach discomfort, diarrhea, and "burning". Patients were hospitalized and tests showed elevated potassium. Coombs testing performed the following day was negative for hemolysis. No blood discoloration was noted during treatments. Facility has investigated water supply, dialyzers, dialyzer reuse, machines and dialysate with no clear cause for these events determined. Samples from the two medisystems bloodline lots in use have been tested by an independent laboratory and found to have levels of ethylene oxide, "ech", "eg", and bacterial endotoxins that meet FDA and usp requirements. Medisystems clinical field staff visited unit 11 days later and did not find any apparent causes in treatment records or equipment. At least 50 additional patients were treated in the same environment on the day of the event with the same lots of medisystems blood tubing sets with no problems reported. Facility staff stated they do not believe the bloodlines caused the reported issues, but they need to examine every possible cause.